Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the during the case, the surgeon had difficulties with accuracy after registration. It was noted that the patient had fiducials. The surgeon started with a trace method and then stored points using the fiducials. Then while navigating to the fiducials, the surgeon felt 4-5 mm off center from the fiducial. The surgeon tried multiple different registrations. The surgeon then continued, and when navigating to the tumor, he felt 18-20 mm off anterior. The navigation was showing on the patient¿s skin rather than the tumor. The surgeon decided to abort navigation soon after starting the case after having these issues. The surgeon proceeded with the case without navigation. There was a surgical delay of less than 1 hour due to this issue. There was no adverse patient impact or outcome due to the reported issue. The patient archive was received and reviewed. Review of the provided archive shows the registration model has a large hole in the neck to center of volume which can cause poor convergence. It was also noted that a fiducial point was deleted in the software then physically touched on the patient. The trace pattern had decent quality but could have included broader nose coverage. It was stated that the software was working as expected.

Manufacturer narrative:
Device evaluation: a software analysis was performed. The software analysis determined that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.